Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber irradiated energy from a surface different than the direction of irradiation. The fiber was replaced to complete the procedure. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber irradiated energy from a surface different than the direction of irradiation. The fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The glass cap exhibits severe devitrification at the output window. The metal cap exhibited severe charred debris adhesion on surface, indicative of prolonged tissue contact. The glass cap was rotating independently of the metal cap, indicating a glue failure. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glue failure.